Event description:
It was reported that there was resistance with the balance middle-weight guide wire during advancement and removal of the 2.5x20 trek balloon from the non-tortuous, non-calcified right coronary artery. The case was completed and there were no adverse patient effects. No clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The balance middle-weight guide wire referenced is filed under a separate medwatch MFR number.